Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited undersensing of ventricular fibrillation (vf) resulting in the patient experiencing syncope and hospitalization. The vf spontaneously changed to a ventricular tachycardia (vt) with higher amplitudes and the arrhythmia was able to be converted with anti-tachycardia pacing (atp). Review of the programmed parameters determined the automatic gain control (agc) was deactivated previously due to high thresholds and phrenic nerve stimulation. The agc feature was then reactivated and the patient was discharged. This lv lead was then tested further in clinic with provocative maneuvers with noise observed with suspicion of integrity being compromised. The device system remains in service and will continue to be monitored with shorter follow up intervals. No additional adverse patient effects were reported.